Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; one device had a misaligned component and four devices had a broken/damaged component. The devices were repaired and returned (one device was repaired by the user facility). There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the brakes would not hold. Four events had no patient involvement. One event had patient involvement, however there was no consequence or impact to the patient.